Manufacturer narrative:
Only the coil implant was returned and found detached from the pushwire. The evaluation could not determine the cause of the event.

Event description:
It was reported the coil could not be detached. Upon removal, the coil stretched and broke off. No patient injury reported.